Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had poor communication on their programmer using the antenna and thought their implant battery may be dead because it was 6 years old and didn¿t seem to be working. The patient stated they were not feeling stimulation and had been urinating a lot since about a month ago and thought they needed to turn it up. Troubleshooting did not resolve the issue and the patient was redirected to their healthcare provider to have the device checked and discuss battery replacement. The patient had moved and wanted to find a healthcare provider that was closer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient got a new implant because the ins was dead and needed to be replaced. They also implanted a new lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.